Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 255 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are receiving a compromised force sensor alarm. Customer stated they are unable to exit the preparing to prime loop. The customer stated that the device was not dropped or bumped. The customer stated that the drive support cap is sticking out. The customer did not press the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the displacement, self test, and unexpected restart error tests. The pump passed all operating currents and tested within the specification range. The pump passed the off no power test as well. The pump was received with a cracked reservoir tube lip and a severely scratched display window. No moisture damage was noted on the electronics assembly.